Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected the ilet for a shower and did not manually resume insulin, after which glucose rose to 222 mg/dl and the system delivered successive algorithm-driven correction doses of 1.2 units, then 2.83 units, then 0.87 units, prompting concern about a rapid glucose drop. Symptoms included low glucose concerns following correction dosing, with a subsequent reading of 138 mg/dl and a steady trend arrow. Outcomes included monitoring at home with education provided on correction boluses and no hospitalization. Investigation included troubleshooting and user education on algorithm behavior and correction dosing rationale. Investigation of this case revealed no device malfunction and that the dosing was consistent with automated correction behavior following hyperglycemia after a period without insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.